Event description:
This bur guard was in use with the drill at the time the surgeon felt the drill get hot. The procedure was completed with another handpiece. There was no report of pt/medical staff injury or surgical delay.

Manufacturer narrative:
No medwatch form rec'd from the user facility. All sections on this form completed by the MFR. Investigation results: the bur guard was rec'd for eval. During testing of the bur guard, it got hot/did not meet the temperature spec. Further investigation found bearing failure and the date of last repair was in 2001. The user instruction manual and IFU provide the following info: as certain internal components (bearings) are known to degrade with use, cleaning sterilization cycles and/or lack of preventive maintenance, conmed linvatec recommends that the surgairome two drill be returned for routine svc every twelve (12) mos and the bur guards should be returned every six (6) mos. In addition, the drill and bur guard prods should be monitored for overheating pre-operatively as well as during use. To test the bur guard pre-operatively, spin the bur guard on the bur. If the bur guard spins freely, the bearings are good. Otherwise, the bur guard should not be used and should be sent in for repair. In addition, prior to use with the bur guard and bur locked securely into the handpiece, run the drill and monitor for overheating. It is important to follow the svc intervals and monitoring of prods for overheating to prevent burn injury to the pt/staff.